Event description:
The customer reported the evis lucera gastrointestinal videoscope nozzle is clogged. In addition, indentations on the insertion part and angle reduced were noted. The event occurred during preparation for use, prior to a diagnostic gastroscopy procedure. A similar device was used to complete the procedure and there was no patient harm or user injury reported due to the event. This report is being submitted for the nozzle clog.

Manufacturer narrative:
The device has been received however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation confirmed the reported event. The nozzle was dented and clogged. The bending and insertion sections of the tube also had unusual shapes. The angle wires were stressed, and reduced angulation was noted. Leaking was also noted on the device. The investigation confirmed the clogged nozzle. The foreign material may have been material from peripheral products, body fluids, an adhesive, material from a gauze, or a chemical. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the reported device problem. However, it is probable that the issue occurred because the device was incorrectly reprocessed. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: operation manual preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual: precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories: clean the external surface: clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel: remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ olympus will continue to monitor field performance for this device.